Event description:
It was reported the procedure was to treat a lesion in the proximal superficial femoral artery with mild tortuosity and moderate calcification. A 6x200 mm armada 35 ll percutaneous transluminal angioplasty (pta) catheter was prepped per the instructions for use, advanced to the lesion and the balloon was inflated; however, the balloon ruptured when inflated to 12 atmospheres (atm) due to the calcification in the artery. The 6x200 mm armada 35 ll pta catheter was withdrawn from the patient anatomy and a 5x200 mm armada 35 ll pta catheter was used for additional dilatation of the lesion at 14 atm. The procedure was successful and there was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.